Event description:
Info received indicates that the head-link portion of the device broke near the support area as the octopus pods were being bent to follow the contour of the heart. The case continued with the use of another device and without adverse pt affect.

Manufacturer narrative:
Analysis: a visual inspection of the returned product shows that the headlink is broken, with one set of suction pods minimally attached to the device. A review of the device history record show that the product met specifications when released to distribution. Product labeling contains instructions, including illustrations, for the use of the device per its labeled indications. A caution included in the IFU states: "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: there was no reported pt event. Reduced performance of the device occurred, and is related to the reported event.